Manufacturer narrative:
Limited information is available for this retrospective clinical study sae. The company physician is in agreement with the principal investigator's assessment for cirrhosis and increased blood bilirubin as serious and related to therasphere. The reported cellulitis is not related to therasphere. Cirrhosis and increased blood bilirubin are anticipated events associated with therasphere. No additional information is expected. If additional information is reported, a follow up report will be submitted.

Event description:
Subject (B)(6) is a (B)(6) year old male patient enrolled in the clinical study (B)(6). Subject (B)(6) was diagnosed with unilobular right lobe hcc (B)(4) on (B)(6) 2015 via CT scan. Two lesions in the right liver lobe (53 x 53 mm and 48 x 48 mm) were noted. No presence of portal hypertension, ascites, portal vein thrombosis or encephalopathy. Splenomegaly noted at screening. Baseline bclc stage b. This subject had no disease specific surgery. This subject's medical history includes depression, esophageal reflux, end stage liver disease, peripheral vascular disease, low back pain and anxiety. Subject (B)(6) was administered therasphere to the right lobe on (B)(6) 2015. A 6.5 gbq vial was ordered and there was 2.6 gbq noted as residual with 2.5% lung shunt fraction. On (B)(6) 2015, the subject was hospitalized for worsening cirrhosis, increased bilirubin (up to 8.2) and cellulitis. The pi assessed the events as serious and possibly related to the therasphere. The last known survival status for this subject is listed as dead. Date of death is noted to be (B)(6) 2016. There is no record of saes associated with this patient's death. The cause of this patient's death is unknown. The events were not reported to btg by the treating physician at the time of the event in 2015.

Event description:
This is a follow up 1 submitted to report an additional sae for this subject and to update information reported in the initial MDR. Subject: (B)(4) is a 62 year old male patient enrolled in the clinical study (B)(4) target (B)(4) target: a therasphere advanced dosimetry retrospective global study evaluation in hepatocellular carcinoma treatment). A retrospective review of this patient's chart identified adverse events following the administration of therasphere. An additional sae notification was received on 30 may 2018. This subject was diagnosed with encephalopathy on (B)(6) 2015. The pi assessed the event as serious and possibly related to the therasphere. Previously reported saes worsening cirrhosis and cellulitis were updated to not related to therasphere thus have been removed and the increased bilirubin was downgraded from an sae to an ae as it was determined non serious. Updated narrative: subject: (B)(4) is a 62 year old male patient enrolled in the clinical study (B)(4) target. Subject: (B)(4) was diagnosed with unilobular right lobe hcc (etiologic associations: cirrhosis and hepatitis c) on (B)(6) 2015 via CT scan. Two lesions in the right liver lobe (53 x 53 mm and 48 x 48 mm) were noted. No presence of portal hypertension, ascites, portal vein thrombosis or encephalopathy. Spenolmegaly noted at screening. Baseline bclc stage b. This subject had no disease specific surgery. This subject's medical history includes depression, esophageal reflux, end stage liver disease, eripheral vascular disease, low back pain and anxiety. Subject: (B)(4) was administered therasphere to the right liver lobe on (B)(6) 2015. 3.03 gbq was the total activity administered with 0% residual activity, 0% lung shunt and 97% total perfused liver. Whole liver: volume 1265.2 cm3 / absorbed dose 116.4 gy. Absorbed dose to lungs: 0 gy. Total perfused liver: volume 1227.2 cm3 / absorbed dose 120 gy. Total perfused tumor: volume 73.7 cm3 / absorbed dose 120.9 gy. Total perfused viable tumor: volume 0 / absorbed dose 0 gy. Total perfused normal tissue: volume 1153.5 cm3 / absorbed dose 119.9 gy. Whole liver normal tissue: 1191.5 cm3 / absorbed dose 116.3 gy. On (B)(6) 2015, the subject was diagnosed with encephalopathy. The subject was hospitalized (duration of hospitalization not reported). The pi assessed the event as serious and possibly related to the therasphere. This subject was diagnosed with increased bilirubin on (B)(6) 2015, but this sae has been downgraded to not serious. The last known survival status for this subject is listed as dead. Date of death reported to be on (B)(6) 2016. There is no record of saes associated with this patient's death 16 months after the therasphere administration.

Manufacturer narrative:
Corrected data: previously reported increased bilirubin has been downgraded to non serious. Previously reported worsening cirrhosis and cellulitis has been updated to not related to therasphere. Follow up narrative: limited information is available for this retrospective clinical study sae. The pi assessed the encephalopathy requiring hospitalization as serious and possibly related to the therasphere. Based on the information available, hepatic failure with encephalopathy and increased bilirubin may have been favored by the patient's medical history of end stage liver disease and the dose delivered to the normal tissue. Hepatic failure with encephalopathy and increased bilirubin are anticipated events associated with therasphere adminstration. No device malfunction was reported. The lot number associated with the therasphere administration was not reported therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted.